Event description:
Patient reported on (B)(6) painful stimulation. It was confirmed that the device is on and decreasing the stimulation eliminated the uncomfortable stimulation. The patient decreased from 0.7 volts to 0.4 volts on program 1. The patient also noted a burning that began the day after implant. The patient also noted being trained under anesthesia. The patient called back on (B)(6) and reported they are still experiencing burning, the patient reported they can't hardly walk or go anywhere. The patient also mentioned she is scheduled to have an unrelated hip surgery in (B)(6).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a healthcare provider (hcp) regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported the patient's stimulator kept on turning on/off and initially after implant their amplitude was set up near 7. The patient was getting a burning sensation and continued to decrease the amplitude down to 1.2. They had a prickling feeling in their vagina which was uncomfortable/painful and when they urinated it "burns up a little". The patient also reported they sometimes felt a sharp sensation when they were moving around. They mentioned they would like to have the device removed. It was noted the patient had a history of constipation, which was preexisting to the implant. The manufacturer representative (rep) had told the patient, at their healthcare provider (hcp) office two days ago, to give it a week and go back if the problem persisted. On 2016-06-29 the patient reported they were still urinating "back and forth". The patient had not followed up with their hcp because their husband was in the hospital. They stated they were on "mertribicks" medication which made them urinate. The patient mentioned about something being critical and unstable, which they clarified they were talking about her continuous urination. They checked their implant using the patient programmer (pp) but indicated they did not see a lighting bolt on top left of the pp screen, indicating the implant was off. The patient attempted to turn the implant on, but the screen went blank; troubleshooting allowed the patient to see the lightening bolt was on top left corner indicating device was on. They patient had initially confused the lightening bolt with the screen lighting up, so it was unclear if the therapy was actually off. They were able to switch to program #3, increased stim to 1.0v, they felt fluttering and confirmed sensation was very comfortable. The event date was noted to have been in june. The patient also noted that they wear two pads at night and one pad when they go out, and they had hemorrhaging as well. The patient was to follow up with their hcp. The hcp later reported the bleeding had been caused by hemorrhoids, which were most likely not caused by the device. The actions taken to resolve the reported issues included the patient having been seen in clinic on (B)(6) 2016 for a programming change. The hcp reported that the issue was resolved with the programming change, however this contradicts the patient's report of the issues on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.